Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 (mg/dl). The customer stated the cause of the low bg level unknown. The customer's friend assisted the customer with getting juice and a snack to address low bg level. The customer declined to upload the pump data for review. A recommendation was made for the customer to discuss low bg levels with their healthcare provider.